Event description:
It was reported that the right ventricular (rv) lead had an increased threshold five years after implant. Also, the rv lead impedance was greater than 3000 ohms. The pace/sense portion of the rv lead was capped and replaced and the high voltage portions of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range with an out of tolerance sub-threshold lead impedance alert was recorded on (B)(6) 2011, (B)(6) 2012. Also the analysis of the device memory indicated a lead impedance out of range alert with analysis of the device memory indicated the impedance trend on the rv pacing lead was rising with max rv impedance rises gradually from 4656 ohm the week ending (B)(6) 2011, to greater than 14000 ohm the week ending (B)(6) 2013. (B)(4).